Manufacturer narrative:
Please note the corrections to d4 gtin and h6 clinical signs code. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned drill could be confirmed based on the catalog # and the lot # marked. The tip of the drill is broken, as reported. The detached fragment has not been returned. The surface breakage gives evidence of a sudden brittle fracture, most probably due to excessive bending and/or torsional load. A dark spot may be observed close to the fracture zone, resulting most probably from high temperatures. This may indicate excessive rotation speed, or that the fracture initially went unnoticed and that the user continued to use the drill after the breakage. Dimensional and material integrity inspection confirmed that the drill was manufactured according to the specifications. Based on investigation, the root cause was attributed to an user related issue. The breakage was most probably caused by excessive bending and/or torsional applied to the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the drill was broken during drilling for a distal locking screw. The tip part of the broken drill was removed from the patient".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the drill was broken during drilling for a distal locking screw. The tip part of the broken drill was removed from the patient".